Event description:
Rayner intraocular lenses limited received notification of an event that occurred during use of a c-flex aspheric 970c intraocular lens on (B)(6) 2012. The event description provided states "the pt had vitreous loss, and had a rayner 970c aspheric 22d implanted in the sulcus."

Manufacturer narrative:
The reference has been allocated to this incident by rayner intraocular lenses limited. The c-flex aspheric 970c iol decentered post-operatively. Corrective action was taken by the healthcare facility and the lens was exchanged. Rayner has received confirmation that the visual outcome post- iol exchange is "good." The c-flex 570c and c-flex aspheric 970c IFU states "c-flex iols are designed to be surgically implanted in the human eye as a replacement for the crystalline lens, and are intended for placement in the capsular bag following either phacoemulsification or manual ecce". Our review of production records for the c-flex aspheric 970c batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution form this batch were within tolerance, met specification limits and were without defects. Our existing vigilance data, from the date of manufacture of the c-flex aspheric 970c iol (may 2008) was reviewed in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c batch (B)(4).